Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2014 which refers to a female pt of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced left side device perforated the fallopian tube. No info given on pt's history, past drugs and concurrent conditions. It was not reported whether the pt received any concomitant medication. On (B)(6) 2014, the pt had an attempt to place essure (fallopian tube occlusion insert) at unk, but only the left side was inserted. The right side insertion was not completed, and the left side device perforated the fallopian tube. The pt was seen in the emergency room last evening with complaints of abdomen and back pain. She is scheduled to have the device removed on the day of this report. It was reported that physician is taking the pt to the operating room to remove a perforated essure device. The outcome of the event left side device perforated the fallopian tube was unk. Reporter causality: the relationship between left side device perforated the fallopian tube and essure is not reported. Further info received on (B)(6) 2014: essure removal was medically necessary (removed laparoscopically) on (B)(6) 2014. A CT scan showed perforation of uterus and coil hugging fundus, perforated left cornua. No hysterectomy or salpingectomy needed. Inflamed uterine surface was noted. Pt was recovered from essure removal procedure. However, she presented severe pain during and after procedure. Follow-up info received on (B)(6) 2014: new reporter was added. Follow-up info received on (B)(4) 2014: case closed. Follow-up info was received on (B)(4) 2014: pt's date of birth, weight and height were provided. This report refers to a (B)(6) years old female pt. She denied any previous gynecological interventions, gynecological problems or procedures. On (B)(6) 2012, essure was easily implanted. She was postpartum at the time of insertion (delivered on (B)(6) 2011). Paracervical block, toradol was applied during insertion. The visualization of the tubal ostium was easy. Fluid loss during hysteroscopy was less than 1500cc and the procedure did not take more than 20 minutes. On (B)(6) 2012, hsg (hysterosalpingogram) was performed to confirm essure placement. Depo provera was used as back-up contraception. On (B)(6) 2014, blood test was performed and confirmed pregnancy, ectopic pregnancy was reported. Essure was not removed and removal was not planned. No further info was provided.